Event description:
The facility indicates during an unknown surgical procedure a small battery drive stopped working. Facility states another drill was obtained and the case was completed with no further problem. There were no injuries, medical interventions nor any harm to patient reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. Subject device has been received. The manufacturing documents were reviewed and no complaint related issues were found. Investigation coordinated by synthes anspach. The customer's complaint that the device does not function could not be confirmed. The device was tested and the complaint was not duplicated. Placeholder.